Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31003019l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that when in the left atrium after a few ablations (cryo and rf), the patient's blood pressure started to drop. Ice imaging was then used, and a pericardial effusion from a perforation was noted. All catheters were removed from the patient at this time. A pericardiocentesis was performed, with over a liter of fluid removed. The patient was then taken to cardiac surgery for further intervention. The patient was stable when they left the ep procedure room. The adverse event was discovered during use of bwi products. Patient probably required extended hospitalization because of the adverse event. Transseptal puncture was performed with a baylis versacross. Prior to noting the pe or CT, ablation was performed. The event occurred during the ablation phase, ablating at 40-45 watts. Irrigated catheter was used in the event, the flow setting was 8/15 ml per IFU. No error messages observed on biosense webster equipment during the procedure. The patient was stable when they left the ep lab. The effusion was discovered/noticed: via ice imaging. There was a suspected perforation. Effusion was confirmed with a viewflex ice (competitor). Pericardiocentesis was performed, over 1 liter removed. The tube was left in place, and the procedure was abandoned. There was no evidence of any effusion present before the procedure. Other bwi products: decanav (r7f282ct/31012388m- discarded). The ablation catheter will not be returned for analysis. No replacement requested. Additional information- the adverse event was discovered during use of bwi products, they were between two sets of ablations. It was found that the pt has a cardiac perforation in the area where we had ablated the mitral line. Pt was sent down for surgical intervention. Patient required extended hospitalization because of the adverse event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.